Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a communication error when the clinician was touching and replacing the channels. Upon initial assessment by on site manufacturer representative, it was noted the suspect module had green/blue deposits on the iui (m) connector as well as a sticking module latch assembly. The pcu involved was noted to have green/blue deposits on the iui (m) connector. Additional device assessment on devices also used in set up noted sticking module latches and broken and loose door latches. This was observed by bd representatives during their site visit. The devices were being set up by a clinical educator when the failure took place. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause : the root cause for the reported issue of an communication error when touching channels was not determined because no products or device logs were returned.

Event description:
It was reported there was a communication error when the clinician was touching and replacing the channels. Upon initial assessment by on site manufacturer representative, it was noted the suspect module had green/blue deposits on the iui (m) connector as well as a sticking module latch assembly. The pcu involved was noted to have green/blue deposits on the iui (m) connector. Additional device assessment on devices also used in set up noted sticking module latches and broken and loose door latches. This was observed by bd representatives during their site visit. The devices were being set up by a clinical educator when the failure took place. There was no patient involvement.